Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a cracked dso seal and dirty housing. The tamper seal was not broken. A functional test was performed and the reported issue was duplicated. The accuracy test came back showing the data was too high. The reported issue was caused by the expulsor, and as a result the expulsor was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: date of event is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device has failed the volume test. The test failed at 18.6-18.2 multiple times during testing. There was no patient involvement.